Manufacturer narrative:
Correction: (UDI #). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs. The first photograph depicts a product label and lot number different then what was reported. The second photograph depicts the product label, expiration date and lot number. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The device was not received. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia procedure, the device¿s balloon broke and did not inflate while being used during entry into abdomen. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.